Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the first stapling of a laparoscopic sleeve gastrectomy procedure. The first manual stapling handle used broke. The second manual stapling handle operated once and then locked. The two manual stapling handles were not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. Took a third manual stapling handle and realized it could be the reload that was defective, so switched to a new reload. There was a problem loading the second reload. Impossible to load because it would fail a fixing lug. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.